Manufacturer narrative:
The field service engineer (fse) discovered a hole in the tubing through pinch valve pv40. The fse replaced the tubing and resolved the fluid leak issue. In addition, the fse observed an air leak cause by a hole in the tubing through pinch valve pv20. The fse replaced the tubing and resolved the air leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported blood fluid leaked onto the counter during samples analysis involving the coulter hmx hematology analyzer with autoloader. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient injury associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.